Event description:
A dreamstation auto CPAP device was returned to a third-party service center. During evaluation of the device, the investigator observed foam particles within the device assembly. Smoke residue was observed within the device assembly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was scrapped.